Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that there was a very apparent discrepancy between the size 5 cutting block and the size 5 trial. Staff cut with the size 5 four-in-one block and the size 5 trial would not fit. After cleaning it up with freehand cuts, staff were able to get the trial to fit. Because we were doing a bilateral, we used the same block on the contra lateral side with the same result allowing us to rule out the possibility of a warped/faulty femoral trial. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device exhibits signs of heavy use. It was observed that the saw insertion hole was severely stripped. No other problems observed. A dimensional inspection was performed and met specifications. A functional evaluation was not performed due to the mating device not being returned for evaluation. However, due to the observed damage, it is not unreasonable to conclude the returned device would present assembly issues. The allegation of unable to assemble was confirmed. The overall complaint was confirmed as the observed condition of the attune a-p chamfer block sz 5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: dwg-254500155 rev c current and manufactured. Dimensional inspection: feature: frontal insertion holes saw insertion height specification: 3.25 mm +/- 0.05, 3.9815 mm +/- 0.0125, 50 mm +/- 0.25, 48.018 mm +/- 0.25. Measured dimension: 3.24 mm 3.97 mm 49.86 mm 47.80 mm result: conforming vermont gage zz plus gauge pin ID#cd79318 measurement device: caliper mitutoyo cd-6" asx ID# cd78622 device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that there was a very apparent discrepancy between the size 5 cutting block and the size 5 trial. Staff cut with the size 5 four-in-one block and the size 5 trial would not fit. After cleaning it up with freehand cuts, staff were able to get the trial to fit. Because they were performing a bilateral total knee replacement, they used the same block on the contra lateral side with the same result, allowing them to rule out the possibility of a warped/faulty femoral trial.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device malfunction, functional : incorrect measurement, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.